Event description:
The customer reported that a monitor fell. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor fell. No pt harm was reported. The available info supports that there was no malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.